Event description:
It was reported that this pacemaker exhibited farfield oversensing. The health care professional (hcp) noted there was no asystole noted for the patient. Technical services (ts) reviewed and found no undersensing. This pacemaker remains in service and monitoring is continued as normal. No adverse patient effects were reported.